Event description:
Philips received a complaint by the customer on the v60 indicating while the device was in use on a patient, it was observed that the device had an abnormal alarm resulting in a delay in the patient's treatment. However, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient noted. After the department reported the issue for repair, an engineer inspected the equipment and found that the abnormal situation was caused by a damaged mainboard buzzer. The staff switched to using another device, and after the mainboard buzzer was repaired, the equipment functioned normally. Per good faith effort (gfe) response, confirmed that the loudspeaker malfunctioned. After the speaker assembly was replaced in the hospital equipment department, the device resumed normal use. The device successfully passed performance specification testing after the repair was completed and put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.